Manufacturer narrative:
E1-respiratory department. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a procedure, a rubber piece fell off the biopsy valve into the patient. The detached piece was able to be retrieved immediately, and the examination was successfully completed. No reports of further patient harm. The combination device was a bronchoscope, and the reported procedure was described as a bronchi biopsy valve, therefore the device likely fell into the airway. Multiple attempts were unsuccessful to obtain additional information about the event.